Event description:
It was reported that pericardial effusion was encountered with medical intervention administered. The right ventricular (rv) lead exhibited high thresholds, undersensing, and remains in use. The left ventricular (lv) lead encountered dislodgement and was explanted and replaced. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).